Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regv1435 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "some scissors from the kit that left discoloration on the stat seal disc when it was trimmed. " additional information received from the customer: "the discoloration was brown. A new disc and scissors were obtained but PICC had already been placed and the scissors were used to trim catheter. Patient is being monitored for potential complications. Patient is being treated for mssa bacteremia and pulmonary valve endocarditis."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of discoloration is confirmed; however, the root cause could not be determined. The product returned for evaluation was a pair of scissors. Microscopic inspection of the inside and outside of the scissor edges revealed spots of a reddish-brown residue, which appeared consistent with material oxidation. Although a reddish-brown residue was observed on the returned samples, it is unknown how the residue accumulated on the returned sample. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that "some scissors from the kit that left discoloration on the stat seal disc when it was trimmed. " additional information received from the customer: "the discoloration was brown. A new disc and scissors were obtained but PICC had already been placed and the scissors were used to trim catheter. Patient is being monitored for potential complications. Patient is being treated for mssa bacteremia and pulmonary valve endocarditis."